Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a blank screen; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a blank screen was not confirmed or reproduced during evaluation. The quality engineer assigned failure code 403:317:871:0000, found in service, to be the as determined problem code. The cause of the failure code was determined to be a defective user interface module printed circuit board (uim pcb) and a uim u65 software issue. The uim pcb and u65 slave software were replaced as a precaution to fix the reported condition. A service history review revealed no previous service events were related to the reported condition; however, the pump head module was replaced during previous service. This involved a colleague infusion pump with a user interface module master software version 6.13.92.